Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs show suction alarms began to trigger within a minute of initial ramp-up and persisted throughout support; the flow waveform was diastolic throughout support, with an average value of <1 l/min. Meanwhile, high purge pressure alarms triggered following a 10-minute rise in purge pressure. Visual inspection of the returned pump revealed the presence of biomaterial on impeller and in the purge gap. The pump passed all the post sterile inspection checks. No other abnormalities were found. Therefore, the cause of the low pump flow was ingested biomaterial. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, flows were low. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.